Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a non- tortuous and severely calcified lesion located in the proximal to mid lad exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that during pre-dilation on the first inflation, balloon rupture occurred. It was informed that the device was subsequently difficult to remove. The blood flow to the periphery of the blood vessel was blocked and the patient's blood pressure decreased. The iabp (intra aortic balloon pumping) was inserted and the blood pressure was stable. When an attempt was made to remove the device, the balloon catheter fractured a nd a part of the balloon catheter remained in the coronary artery. Patient status is alive.

Manufacturer narrative:
The balloon was inflated at 10atm for 10 sec, 10 atm for 3 sec and 8 atm, and then burst. The device did not move during the 3 dilations in the same position. There was a sudden drop in pressure noted on the inflation device. Because it was difficult to judge the degree about the fractured portion of the device, an attempt was not made to remove the detached portion of the device and the removal attempt was stopped. A guide extension catheter was inserted along the balloon shaft. When attempting to remove the remainder of the device the hub part was making it difficult to remove the device so it was cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two guidewires were received with the device. The device returned with a detachment at the strain relief. The hypotube material was jagged at the detachment site. The strain relief did not return for analysis. A kink was evident on the transitional tubing immediately proximal to the guidewire entry port. There was a detachment of the distal tip, the inner member and the distal portion of the balloon, the balloon material was jagged and uneven at detachment site. The proximal marker band was present. It was not possible to perform inflation testing on the balloon due to detachment of balloon material. There was no stretching evident to the proximal balloon bond and distal shaft. A detachment was evident to the distal portion of one of the guidewires, there was no deformation evident to the other guidewire. The luer of the device did not return for analysis, lot number was confirmed based on the returned device matching the reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to aware date for previously submitted additional information. The correct aware date for report # 9612164-2018-02423 is the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.